Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support disk. No motor error alarm noted during testing. The motor was tested outside of the device and passed. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 350 mg/dl at the time of incident. The insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.